Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to a corroded motor home switch. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test, and excessive no delivery test or test the operating currents due to motor error alarms. The device had a scratched display window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 287 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.